Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was not further described. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 10, 0222 - march 11, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.